Event description:
According to the initial reporter, "procedure was yesterday (B)(6) 2023, physician called this afternoon stating the stent had shut down and that there was going to be another surgery today to see what was going on. The stent deployed successfully during the 1st procedure; post stent angiogram looked successful. Will find out today if the stent failed or something else might have caused the occurrence."